Manufacturer narrative:
Review of complaint activity for the architect total b-hcg assay and reagent lot 82186ui00 identified an increase in complaint activity related to the customer's issue. The customer's instrument logs were reviewed and did not identify an instrument issue. Using worldwide field data the historical performance in the field of reagent lot 82186ui00 was evaluated. The patient median result for the lot was analyzed and found to be comparable to all other lots in the field and was within the established limits, which confirms no systematic issue for the lot. Testing was performed using an in-house retained kit of lot 82186ui00 and all specifications were met indicating the lot is preforming acceptably. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency of the architect total b-hcg assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect total b-hcg result on the architect i2000sr analyzer for a (B)(6) year old female patient. Sample ID (B)(6) generated an initial result of 116.47 miu/ml and retest generated a negative result of < 1.2 miu/ml. No adverse impact to patient management was reported. Refer to related manufacturer report number 1628664-2018-01896 for the device evaluation of the architect i2000sr analyzer.